Manufacturer narrative:
Final comment from the MFR: (B)(4) 2012: a pen was returned to novo nordisk (B)(4) for investigation. A fault related to the print on the dose indicator barrel not being fully readable was found. The fault is evaluated as being due to wear of the device and should be obvious to the user. No other cases with the same fault and a hypoglycaemic event were identified in the novo nordisk a/s safety database. The pt is reported as using and storing the pen correctly according to instructions. It has not been possible to identify a clear root cause for the experienced event. The case is not evaluated as a safety concern. Evaluation summary: device conclusion: visual and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The movement accuracy of the piston rod was measured. The result was within acceptable limits. It was not possible to observe any faults in connection with the functions of the pen.

Event description:
Pen is delivering wrong amount of insulin [device failure] ([blood glucose decreased]). Case description: this incident does not represent a serious public health threat. This spontaneous case from (B)(6) was reported by a consumer as pen is delivering wrong amount of insulin" and "low bg-levels" and concerns a male pt born in (B)(6) and using novopen3 (device therapy) due to type I diabetes mellitus. Pt's height: not reported. Medical history includes type I diabetes mellitus. In (B)(6) 2011, the pt had low blood glucose levels and the emergency doctor gave him glucagon and brought him to the hospital. The pt is a trained user who performs air shots, does not reuse the needles, stores the product under correct temperature without leaving the needles attached. The product has been used for 2.5 years. On an unknown date in 2011, the pt recovered from the event. Case conclusion: nothing abnormal was found with the functions of the pen.